Manufacturer narrative:
All testing with the returned strips produced acceptable results and no strip defects were observed. For all returned strips, the strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
Quality controls were performed within 24 hours and were all in range. The meter and strips have been requested for return. Three vials of tests strip lot 479408 were received for the investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meters. On (B)(6) 2021 at 11:36 am, the result was 328 mg/dl using meter (B)(4). At 11:48 am, the result was 227 mg/dl using meter (B)(4). At 12:06 pm, the result from the laboratory was 181 mg/dl.